Event description:
It was reported that the insulin pump alarmed button error. The insulin pump is with her daughter unable to troubleshoot. The blood glucose reading is 180 mg/dl. The insulin pump has not been exposed to moisture. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.